Event description:
A report was received that the patient¿s ipg was sitting at a 45 degree angle and was rubbing the incision site raw. The patient will undergo an ipg revision and relocation.

Manufacturer narrative:
Additional information was received that rubbing was causing discomfort. The patient underwent a revision procedure and did well postoperatively.

Event description:
A report was received that the patient¿s ipg was sitting at a 45 degree angle and was rubbing the incision site raw. The patient will undergo an ipg revision and relocation.